Event description:
The customer reported damage to the ECG socket. Further information was provided that one broken pin from the ECG leads remained in the socket. There was reportedly no patient involvement.